Event description:
It has been reported that it was unable to x-ray, system was rebooted but it did not work and patient had to be removed from the room to another room. No harm to the patient has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips remote service engineer (rse) contacted the customer and confirmed that the exposure was not possible. The philips field service engineer (fse) visited onsite and confirmed that the flexvision monitor stopped displaying video inputs and after two reboots, the issue was resolved. Review of log files did not confirm the reported problem, hence the fse was instructed to perform b-cabinet diagnostics and check video connections. To resolve the issue, the fse reloaded software on flexvision pc. The system has been returned to use after meeting the specifications for the performed service. Later, a similar issue was reported, the customer reloaded software onto the flex vision pc and reconfigured. The system did not meet the full specifications for the performed service and was returned to use with limitations as accepted by the customer.the codes were updated based on the investigation outcome.